Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the pump exhibited a cassette issue. Another cassette was used and the issue resolved. There was patient involvement, no patient injury was reported.